Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant could not be placed due to damage to the internal drive feature / threads of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use, drive feature was damaged. Functional testing to recreate the reported event; verified the cover screw would only screw about half-way. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 20 and was used, placed and removed on the same day. Complainant reported that the implant could not be placed due to damage to the internal drive feature / threads of the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.